Event description:
Customer reported a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue with guidance from technical support but was unable to successfully load a new cartridge onto the pump. The error recurred even after following the prescribed procedure. Consequently, technical support decided to replace the pump, and the customer declined receiving any additional cartridges out of goodwill. Meanwhile, the customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues uninterrupted. The customer was instructed to return the faulty pump via a pre-paid label and understood how to store the pump before sending it back.